Event description:
We reveived an allegation about discrepant results for 1 patient's sample tested with elecsys troponin t hs e2g v2.1 (tnths) assay on cobas 8000 e801 analytical unit serial number (B)(4). On(B)(6) 2023: at 11:50 a.m. The sample was tested on cobas e801 line 1 and got an initial result of 12.20 ng/l. The result was reported to the physician. At 4:30 p.m. A 2nd sample was withdrawn and was tested on cobas e801 line 1 and cobas e801 line 3 and got a result of <3 ng/l. At 4:54 p.m. The 1st sample was re-tested on cobas e801 line 2 and got a result of 3.50 ng/l.

Manufacturer narrative:
Qc was performed and was acceptable. The qc data did not point to a general reagent or instrument problem. The alarm trace on the day of the event showed no abnormalities. The pre-analytical checklist and the provided alarm trace did not point to a pre-analytical handling error or sample quality issue. The investigation did not identify a product problem. The cause of the event could not be determined.